Manufacturer narrative:
During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received. Two unopened ls2111 electrodes were returned for evaluation. No defects were detected during a visual inspection of the electrodes. The electrodes were attached to an instrument and fit firmly into the instrument. The instruments were tested for resistance and jaw gap. Both specifications were within the allowed range. The electrodes were tested on simulated tissue with acceptable results. Valleylab was unable to duplicate the customer report.

Event description:
Procedure: unk. Reportedly, the instruments show marks on the jaws. Then, during use, the instruments emitted sparks and a proper seal could not be completed despite the signal of the "closure." There was no injury. During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.